Event description:
It was reported that a leak of liquid occurred at the patient connector level. The event occurred after one hour of treatment while connected to the home choice (hc). The caller stated the connector unscrewed and a leak was observed. The caller stated a clamp was placed on the line and the transfer set was changed. The leak was noted at the connection with the titanium adaptor. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. A batch review of lot h13b13038 was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The issue occurred on the first day the device was used, and no damage was observed prior to the event. The patient was not in a sterile environment when the issue occurred. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.